Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an auto fill failure alarm was generated at initiation of intra-aortic balloon (iab) therapy and the iab was unable to inflate/deflate. The iab was replaced and the same issue occurred. The staff switched out the console as well and still incurred the same issue. Both consoles were sent to biomed for repairs. Patient was then placed on competitor iab. Patient is doing well. There was no reported injury to the patient. This submission is for the 2nd iab.